Manufacturer narrative:
D4, h4 : although originally not reported, based on packaging of returned device, lot number 202001061 added to record. Investigation of the customer's reported issue and complaint was confirmed based on evaluation of the returned device. Conmed received received one 60-6085-201a in opened original packaging. The lot number was seen on the returned device packaging however since none was originally reported, could not be verified. A visual inspection was performed; the device was received disassembled however all pieces of the device appear to be received intact. Performed a functional inspection using pin gauges, tthe blue vaginal cone measured in spec at .198" and the green cervical cup measured in spec at .205". Although the reported failure was verified, a root cause can not be determined. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of 2 similar events involving 2 devices for this lot number. (B)(4) the instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup # 60-6085-201a, unknown lot, experienced by (B)(6) hospital on (B)(6) 2021. It was the vcare medium fell apart during a patient's robotic surgery. Once this was completed, the vcare manipulator was pulled through the open vaginal cuff but upon retrieval the balloon and both cups as well as the uterus came off the manipulator. Each piece was removed through the vagina and the uterus with fallopian tubes was also removed. It is noted the procedure was successfully completed and there was no impact or injury to the patient. Additional information obtained indicates the issue occurred during a total hysterectomy less than one hour after the vcare being in place. It was reported that the cup(s) slid off the shaft and detached but remained intact. The green cervical cup was not sutured in place and it was noted the vcare was not being used to pull out the uterus at the time of component detachment. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence for the detachment of components.